Event description:
The device system was removed in (B)(6) 2011 due to erosion of the pump through the skin and infection. The patient was successfully re-implanted in (B)(6) 2012. The patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).